Event description:
It was reported the camera head had an image distortion . No patient harm or injury was reported.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found flooding in the main unit¿s image capture and camera cable. Additionally, there was corrosion on the loose scope mount. Based on the results of the investigation, it is likely that the following led to the malfunction: flooding of the main unit image capture and camera cable indicates that the internal ccd may have failed. Therefore, it is assumed that normal communication was not possible, resulting in image distortion. Corrosion was also noted on the scope mount. A device history review: since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Instructions for use (IFU): the following statement is found in the "warnings" section in the "instructions for use" section of the instruction manual: there are no abnormalities in endoscopic images or functions. If an abnormality occurs in the endoscopic image or function and returns to normal spontaneously, the device may have already malfunctioned. If you continue to use the device as it is, the abnormality may occur again, and the device may not return to normal. In this case, discontinue use immediately and slowly pull the endoscope out of the patient. Continued use of such an instrument may injure the patient or cause bleeding or perforation. The following statement is found in the "warning" section of the instruction manual "for safe use_endoscopic image disappearance and freezing. Do not bump or drop the product. Do not bump or drop the product, as water leakage may cause damage to the product's internal electrical circuits. The following description is found in the instruction manual "preparation and inspection of camera head". Check that there is no looseness or rattling of the free lock lever when the free lock lever is lightly held and lightly rotated counterclockwise. Check that there is no looseness or rattling in the scope mount when the scope mount is operated. Olympus will continue to monitor the field performance of this device.